Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's boyfriend reported via phone call of a button error from the insulin pump. The customer checked her blood sugar, and the escape and act button would not work. The customer came back from the beach and the button error started to occur. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump also had a cracked end cap, a cracked case at the reservoir tube window corners, minor scratches on the lcd window, and broken battery tube threads.